Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt's neurostimulator did not work. The healthcare professional reprogrammed the device with no success. The pt desired to have the device removed and was subsequently explanted. The pt recovered w/o sequelae.